Manufacturer narrative:
Please note that the device in this report is not sold in the u.s., but it is similar to saber pta catheters that are sold in the u.s. During an interventional procedure, a 2mm x 25cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and delivered to the lesion, but it ruptured at eight atmospheres (atm) during its initial inflation. It was replaced with another same sized balloon catheter (unknown) and the procedure completed. There was no reported patient injury. The 90% occluded lesion had a little calcification and a little vessel tortuosity. The access site was the femoral. There was no difficulty removing the complaint balloon from the forming tube and there were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was eight atm. The balloon catheter did not kink while being used. It was easily removed, and the procedure was completed successfully. Additional patient and procedural details were requested but were not available. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82186754 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 90% occlusion with calcification likely contributed to the reported event, as it is known that calcium may damage balloon material. However, without return of the product for analysis, it is difficult to draw a clinical conclusion between the device and the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
During an interventional procedure, a 2mm x 25cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and delivered to the lesion but it ruptured at 8 atmospheres (atm) during its initial inflation. It was replaced with another same sized balloon catheter (unknown) and the procedure completed. There was no reported patient injury. The 90% occluded lesion had a little calcification and a little vessel tortuosity. The access site was the femoral. There was no difficulty removing the complaint balloon from the forming tube and there were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was 8 atm. The balloon catheter did not kink while being used. It was easily removed, and the procedure was completed successfully. Additional patient and procedural details were requested but were not available. The device will not be returned for analysis as it was discarded.